Event description:
A customer contacted beckman coulter (bec) to report that the olympus au481-10e (au480) with ion selective electrode (ise) clinical chemistry analyzer generated erroneously elevated ise results on multiple days ((B)(6) 2013). This report documents the erroneous results obtained on (B)(6) 2013. The instrument generated false sodium (na) and chloride (cl) results for three different patient samples. The samples were rerun and yielded normal results. The erroneous results were not reported out of the laboratory. The results provided by the customer are shown in this report. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. There was no death nor injury or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not available. Quality control (qc) was run prior to and after the event and recovered within the laboratory established ranges. Bec customer technical support (cts) assisted the customer with troubleshooting via telephone. The cts recommended the customer to replace the ise reagents to new bottles, roller pump and pinch valve tubing and to clean the system. The customer primed and recalibrated the ise system. All recoveries were within range. Qc performance was acceptable. Cts recommended the customer to monitor the ise closely going forward. No service was requested or dispatched. The following mdrs are associated with this event and document the reoccurrence of this issue, at this customer site, on separate days: 9612296-2013-00133, 9612296-2013-00134, 9612296-2013-00135, 9612296-2013-00136, 9612296-2013-00137.